Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had sensor issues. Customer's blood glucose was 465 mg/dl and sensor glucose was over 200 mg/dl. Sensor cannula was bent. After troubleshooting, customer will not be returning the device for analysis.